Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date within the last nine months prior to this report, the pt experienced bacterial peritonitis coincident with dianeal therapy. The peritonitis was caused by touch contamination (further details not provided). The pt was treated for the event with vancomycin (ip) intraperitoneally (dates unspecified). On an unreported date the pt recovered from the peritonitis. Subsequent to the peritonitis event, the pt developed an unspecified yeast infection and the patient?s pd catheter was removed (further detail not provided). On an unreported date the pt was transferred to hemodialysis. Upon full recovery, the pt will return to pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient?s age was unspecified; however, reported as an adult over 18 years. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed